Event description:
The customer reported erroneous low patient result generated for multiple analytes which includes glu (glucose), alb (albumin), chol (cholesterol), amy (amylase), ggt (gamma-glutamyl transferase), la (lactate acid), tr (transferrin), etoh (ethyl alcohol), crp (c-reactive protein), amph (acetaminophen), pcp (phencyclidine), utp (urine total protein) on their dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the dxc 700 au clinical chemistry analyzer. The fse inspected the instrument and observed bubbles coming out of the degasser. The fse found protective black mesh was worn. The fse also found a small piece of plastic stuck on the sample valve. The fse replaced the sample valve and degasser to resolve the issue. The system was verified without further issues. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).